Event description:
This patient was a male with a history of hypertension, peripheral vascular disease, diabetes, and obesity. He was here with a diagnosis of severe left carotid stenosis. Approximately one month ago, he had a technically uncomplicated left carotid endarterectomy. Before closing, the suture line was tested by compressing it with forceps and observing it multiple times. The carotid wall was of normal quality and the suture bites and suture type were appropriate. He transferred from the operating room to the cicu at approximately 1140. Approximately an hour after arrival in the cicu the patient complained of neck swelling and difficulty breathing and had increased bleeding from his surgery site. He deteriorated quickly and became unresponsive. The code team started CPR at approximately 1310. Despite all efforts the patient died. The surgeon's note states, "the neck incision was opened at the bedside, and pressurized hematoma was evacuated. Significant bleeding was noted, consistent with a disruption of the suture line of the carotid patch." His reason for death is believed to be hypovolemic shock from hemorrhage and airway compromise following a carotid endarterectomy. An autopsy was not requested. Approximately a week and a half ago baxter issued a safety alert for the vascu-guard peripheral vascular patch stating reports of intraoperative and postoperative bleeding. The lot numbers listed in that safety report matches the lot number of the patch used on this patient. This information was provided to the surgeon who states concern that the patch may have contributed to this patient's bleeding and ultimately his death.